Event description:
It was reported that the sterility of the catheter was compromised. During preparation for a pulsed field ablation (pfa) procedure to treat a paroxysmal atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. While attempting to remove the catheter from the packaging, the technologist had difficulty opening the packaging and the catheter contacted the bare skin of the technologist, compromising the sterility of the catheter. The catheter was replaced, and the procedure was completed. No patient complications were reported. The catheter is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.